Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set the customer stated that sheathed needle end falls off during collection. The following information was provided by the initial reporter. The customer stated: "customer problem: customer reports that sheathed needle end falls off for cat 367364 lots 2146555 and 2146548."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2146555. Medical device expiration date: 2024-05-31. Device manufacture date: 2022-05-26. Medical device lot #: 2146548. Medical device expiration date: 2024-05-31. Device manufacture date: 2022-05-26.

Manufacturer narrative:
H6: investigation summary: no customer samples or photos were received for review and analysis. Therefore, 30 retention samples from each batch number of the bd inventory were subjected to functional testing with tube to test for any signs of damage or breakage during use. All samples passed testing exhibiting no evidence of separation or breakage. Therefore, this complaint cannot be confirmed based on retain sample testing results. Bd is unable to confirm the customer reported failure mode of breaks off during use based on the retain sample testing analysis. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set the customer stated that sheathed needle end falls off during collection. The following information was provided by the initial reporter. The customer stated: "customer problem: customer reports that sheathed needle end falls off for cat 367364 lots 2146555 and 2146548."